Event description:
It was reported that the straight medium saber attachment overheated during testing conducted by the MFR sales rep. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device is available for eval but has not yet been received. Add'l info will be submitted once the device is received and the quality investigation is complete.